Manufacturer narrative:
Concomitant medical products: 429688, lead, implanted: (B)(6) 2014. 693565, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they heard a steady tone coming from the patient's cardiac resynchronization therapy de fibrillator (crt-d) on multiple occasions. They noted that the patient recently started using an electronic smart watch and a bed that contains strong magnets. The crt-d remains in use. No patient complications have been reported as a result of this event.